Event description:
Malfunctioned while in patient's abdomen. Error message said "wipe tissue off jaw" - there was none. Handpiece reinserted into abdomen when "tighten handpiece" message appeared. Also a strange high pitched noise came from the handpiece at which point it was replaced.